Event description:
It was reported that tachycardia therapy was programmed off due to palliative care. Additional information was received that the patient subsequently expired due to non-cardiac related causes three months later. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that upon interrogation for an off-label magnetic resonance imaging (MRI), this implantable cardioverter defibrillator (ICD) displayed code 1003, indicative of battery voltage too low for the projected remaining capacity. Technical services was consulted. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The MRI programming is up to the physician's discretion to perform an off-label MRI. At this time, the ICD remains in service. No adverse patient effects were reported.